Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd nexiva¿ closed IV catheter system had a safety mechanism that wouldn't disengage from the catheter. The following information was provided by the initial reporter: "this is a report about difficult needle disengagement. According to the customer's verbatim report, the needle could not be disengaged before use."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 29-apr-2022. H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used 22g x 1.00in. Nexiva unit from lot number 1274162. Additionally, five photos were provided for investigation. A gross visual inspection of the device showed that there was no visible damage to the v-clip or tip shield. Functional testing was performed by attempting to decouple the tip shield from the winged adapter. Decoupling was not possible, and the winged adapter could not be rotated, which is indicative of adhesive between the two components. Excess force was used to separate the tip shield from the back end of the catheter adapter. Upon separation of the two components, adhesive residue was found on the outside of the winged adapter and the inside of the tip shield. The issue of failure to decouple was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating the adhesive dispense station. Adhesive build up or a defective valve may result in excess adhesive getting on the tip shield or winged adapter. Operators perform in process sampling for retraction and adhesive issues per the sampling plan. Adhesive dispensers are also challenged and inspected per the quality plan. Preventative maintenance (pm¿s) is also performed to check and ensure proper function of the adhesive valves. Pm¿s were reviewed and found up to date during the manufacturing of this lot. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported bd nexiva¿ closed IV catheter system had a safety mechanism that wouldn't disengage from the catheter. The following information was provided by the initial reporter: "this is a report about difficult needle disengagement. According to the customer's verbatim report, the needle could not be disengaged before use."